Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced feeling a bump, pain, dyspareunia, incontinence, mesh erosion and exposure, vaginal mumps, tenderness, urinary tract infections, poor inclusion healing, possible abscess and scarring. An excision of the mesh was performed.